Event description:
Testing was done with using a pt simulator. When operating on battery there were no problems. However, on ac power erroneous readings resulted. The waveform will continue to be correct but the digital heartrate numbers fluctuate wildly, setting off alarms if it goes out of limits.